Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the complaint; the articulation surface has fractured across the location peg. Root cause : use error. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After the investigation the product was determined to be broken.